Manufacturer narrative:
The customer's device and strips have been returned and an investigation is completed. The reading reported by the customer was located in the memory log. However, the complaint was not confirmed as all results were within range specification and no errors were observed during control solution testing.

Event description:
Customer's husband reported that customer tested her glucose and got a reading of 294 mg/dl. The symptoms reported included, "became ill, speechless and shaken". The husband called the paramedics who tested her glucose five minutes later and received a reading of 28 mg/dl. They administered two tubes of glucagon and transported her to the hosp. At the hosp her glucose was rechecked (31 mg/dl), she was given IV of glucose and released.